Event description:
Patient was revised to address pain (right side). Once inside the joint, the original patella literally "fell out." The femoral component was loose. The tibial component was well-fixed, but much of the proximal tibia was missing due to lysis, and there was minimal polywear of the insert.

Manufacturer narrative:
Examination was not possible as the product returned. A search of the complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the root cause of the reported wear and loosening could not be determined, if would not be unreasonable to expect some wear after approximately 14 years of implantation. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.